Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. An ezprime operation was performed with no issues. The vibration motor function was tested and found to be operation correctly. A review of the black box shows loss of prime warnings associated with cartridge changes and occlusion alarms. Loss of primes were not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of her son (the patient) and reported elevated blood glucose (bg) levels. The reporter indicated that for the previous 4 days, the patient's bg's had been in the 300 mg/dl range. On (B)(6) 2012, the patient's school contacted the reporter and indicated that the patient had a bg level of "500 mg/dl." The reporter went to the patient's school at 12:00 pm that day and administered an injection. By 12:44 pm that day, the patient's bg had decreased to "297 mg/dl." The reporter stated that the patient seemed ok. The reporter also alleged that the pump does not always vibrate when a bolus dose is administered. No symptoms or medical intervention were reported by the patient's mother. The reporter alleged that they had been encountering frequent loss of primes recently. The reporter indicated that she cycles the cartridge prior to filling with insulin and sometimes does the process more than twice. The reporter was advised to cycle the cartridge 2 times. The bolus history was reviewed back to (B)(6) 2012. The bolus and tdd records were reportedly accurate. The reporter did not have the insulin for review during troubleshooting. However, she claimed that she had recently opened a new vial and did not think it was expired. The reporter denied that the patient had any change in activity level, nutrition, or health status. The reporter was instructed to change out the site/set if bg's are above 250 mg/dl twice in 2 hours. A review of the pump's prime history showed multiple primes had been performed on (B)(6) 2012. In total, the pump had been primed 15 times since (B)(6) 2012. In addition, loss of primes were noted on (B)(6) 2012 and (B)(6) 2012. The reporter indicated that the cartridge cap was secure. The reporter was able to prime and complete an air bolus without getting a loss of prime warning during troubleshooting. The pump's time and date were correct. The pump was replaced due to the alleged vibration issue. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed an elevated bg level suggestive of severe hyperglycemia. However, at this time it is unknown if the pump, use-error, and/or other factors contributed to the patient's injury. The reporter indicated that they had been having frequent loss of primes. The loss of prime issue is not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. Also, the alleged vibration issue is not likely to cause an adverse event because either the audible or vibration alarm mechanisms still function and will still alert the user should the pump emit an alarm. It is unclear what actions the patient took in response to the loss of prime and vibration issues and before he developed the elevated bg levels.